Event description:
Boston scientific received information that during the device replacement procedure; this right ventricular defibrillation lead was surgically abandoned and replaced. The right ventricular (rv) lead pacing impedances had been less than 200 ohms, the thresholds were increased, noise, and inappropriate shocks. Fluoroscopy revealed insulation damage next to the proximal coil. The abandoned lead was not returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The abandoned right ventricular (rv) lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.